Manufacturer narrative:
Full e1 establishment name: (B)(6) hopital. To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera control unit experienced an e224 error. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additionally, the following fields were updated: d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed due to damage of the camera head cable. Based on the results of the investigation, root cause of the reported malfunction was a damaged camera head cable. The cause of the damage of the camera head cable was likely frequent plugging/unplugging of the cable or wrong handling such as applying load on the cable. Olympus will continue to monitor field performance for this device.